Event description:
It was reported the pt was experiencing discomfort at his ipg site. The pt underwent revision surgery on (B)(6) 2012, where his ipg was relocated and two extensions were implanted. The pt is receiving effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.